Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt hot and telemetry showed loss of capture. Follow up determined that the no capture was a lead issue. No changes have been made and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.